Manufacturer narrative:
(B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their interstim did not seem to be working. Patient reported that they were not feeling stimulation and the device was not stopping their incontinence now, and was not sure what was wrong with it. Patient reported this happened kind of suddenly. Patient was asked if they had any falls/trauma that may have affected their therapy and patient reported that they had not. Patient synced with their programmer and it showed that stimulation was on, and patient reported they were on program 4 at 6.6v. It was reviewed the patient could try changing programs or increasing stimulation to see if that would help with their symptoms, and patient wanted to try increasing stimulation. Patient was walked through this and they increased stimulation to 7.5v, and patient reported they were now feeling stimulation at 7.5v. Patient confirmed that the stimulation was comfortable. Patient was recommended to monitor symptoms over the next few days now that they had made an adjustment to the stimulation and reach out to the health care provider (hcp) if symptoms persist. No further patient complications were reported/ anticipated as a result of this event.